Event description:
Customer reportedly received results of 482 mg/dl and 267 mg/dl on the aviva plus system, and result of 144 mg/dl on compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the aviva plus system (lot number 490913, expiration date 07/31/2013). Reference medwatch report with (B)(6) for the suspect device used in the compact plus system.